Event description:
The contact stated that she received a reading of 29mg/dl and subsequently took a "tube" of glucose. Fifteen minutes later, the customer received a reading of greater than 500mg/dl with the same meter. Thirty minutes later, the customer received a reading in the 400mg/dl range on a competitive meter. A review of the system was conducted over the phone. This review indicated that the meter was functioning according to specifications. The customer was asked to return the meter for further evaluation and a replacement meter was provided. The customer was invited to call with future questions/concerns.